Event description:
It was reported that a continuous glucose monitor displayed an error message while customer was using sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that error did not reappear after reset, and was advised to wait 20 minutes before starting sensor session, which customer understood and accepted.